Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had explant procedure due to unknown reason. No further information has been obtained. No further information obtained despite good faith efforts.